Event description:
Procedure: hernia repair. Reportedly, the balloons appears to have started to come apart. It was not stated that these devices were used on a pt and there was no adverse affect to a pt reported.